Event description:
It was reported that the device had a ¿no cartridge detected" error, as well as cracked cap threading. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 3-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had screen scratches and a cracked syringe port. The customer's reported problem "no cartridge detected" was not duplicated as pump passed functional tests and works as intended. However, the "cracked cap threading" was confirmed due to the damages on the rear housing. The rear housing was replaced to correct "cracked cap threading" and device was calibrated. After the repair activities were completed, the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.